Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2007, the lay pt contacted lifescan (lfs) alleging that his one touch ultra meter did not turn on. The medical affairs specialist (mas) spoke with the pt to obtain additional information included below. At the time of concern, the pt took 45 units of lantus insulin each night and was supposed to take aspart insulin at mealtimes based on this meter readings. The pt said the meter stopped powering on 3 or 4 days before he called lfs. He said he continued to take insulin by guessing how much he should take. In the evening on the day before, he was walking downstairs when he felt lightheaded. He lost consciousness and a family member called ems. Emt's obtained a reading of 30 mg/dl on their meter and treated the pt with IV glucose and afterward, with food. The patient was not taken to the ER. The customer care advocate (cca) noted that the meter turned on when the power button was pressed but not when a test strip was inserted into the test strip port. The patient's products were replaced. The complaint is reported because the pt alleges that the lfs meter would not turn on and he took insulin by guessing what dose to take. He claims that later he lost consciousness, a hypoglycemic reading was obtained on an ems meter, and he was treated with IV glucose and food.